Event description:
It was reported that the customer passed away. Caller stated that the customer was vomiting and was not able to keep any food or liquid down and she died of high blood glucose and dka. Caller stated that the customer's blood glucose reading at the time of death was over 500 mg/dl. Caller stated that the customer was not wearing the insulin pump at the time of death. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.